Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 500 mg/dl. The customer declined high blood glucose troubleshooting. It was stated that there was crack on the back of the insulin pump and on the battery compartment. The troubleshooting was performed for damage. The insulin pump will be returned for analysis.